Event description:
An a1059 mayfield skull clamp reportedly had an issue with the closing mechanism of the rocker arm "not working" during surgery for a brain tumor. The pt incurred a "cut" of approximately 3 cm which required closure. It had to be "sewed." The event lead to an increase of surgery time of 30 minutes. Another clamp was used to complete the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.